Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to hospital on (B)(6) 2018 due to a driveline infection, which was induced from repetitive discharge at the driveline exit site and delayed wound healing after lvad implantation. Due to sensitive skin and allergic symptoms to chlorhexidine, normal saline dressings had been done. After admission on (B)(6) 2018, antibiotic treatment and surgical management such as cylindrical tissue removal and incision and drainage with wound vacuum were performed. On (B)(6) 2018, the driveline exit site was changed to the opposite site of the abdomen during surgical management of the infected wounds. Vacuum assisted closure of the surgical wound was performed. The patient went through 4 topical operations during hospitalization. The patient was discharged on (B)(6) 2018 due to healing of the surgery wound site. The physician plans to list the patient on the high urgent transplant waiting list after infection issue is resolved. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not conclusively be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing on lvad support and no further issues have been reported. The manufacturer is closing the file on this event.